Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the lot number reported is not from the item received. Therefore, the lot number was not considered. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
(B)(4) - the dentist reported that almost 1 month after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, 30ncm of primary stability was achieved and the patient presented bone type iii.